Manufacturer narrative:
Device evaluation is currently pending. A follow up report will be submitted upon completion of the investigation. Related report number: 3025141-2025-00103.

Event description:
While using the driver, the tip broke off in the screw head. The surgeo removed the broken piece and continued with a different driver. There was a 10 minute delay in surgery with no adverse effects to the patient. Report 1 of 2.